Event description:
I have used the minimed medtronic paradigm 722 insulin pump for 2 1/2 years. The pump does not alarm when it becomes kinked or disconnected. I returned one pump for replacement and it happened again during a run, infusion set kinked over skin during run, bolused 5.5 units at end of run -did not know it was kinked until I got home- secondary to high blood sugar 339. Now blood sugar is 399. Have replaced infusion set. The pump alarm system for non-delivery of boluses and basal rate non-delivery does not work.